Manufacturer narrative:
The insulin pump was received with high currents, problem isolated to radio frequency board. The insulin pump passed the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they still had battery issues even after a battery cap was sent to them. The customer¿s blood glucose level was 100 mg/dl. Troubleshooting was performed. It was noted that they were calling back within 1 week of previously completing low battery troubleshooting. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.